Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a generator change in october and subsequently experienced a pocket infection and pocket erosion. It was noted that the patient lost weight causing the device to protrude prominently out of the ribcage. Cultures were taken and the pocket was colonized by the enterococcus bacteria. The patient's leads were cut and capped and the device was explanted. The patient was administered antibiotics. No further patient complications have been reported as a result of this event.